Manufacturer narrative:
(B) (4): this event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, during the implantation of the ICD involved in this MDR report: the screwdriver never clicked with shock lead. Pulling on this lead showed that the lead was fastened. Screwdriver did click with 2 other leads. Physician did not trust the screw was screwed on tight enough at shock lead. The device was not implanted and returned for analysis. Another device was successfully implanted.